Event description:
It was reported that the atrial lead and pace/sense pin of the ventricular lead did not pass the tug test after tightening the set screws. A second attempt to fasten the leads did not resolve the issue. The device was replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received the reported field event of a header connection issue was confirmed in the laboratory. The cause of the inability to secure the lead connectors with the header was found to be due to excess epoxy identified underneath the atrial and ventricular is-1 setscrews.